Event description:
Per the complaint, the abutment would not disengage from the implant after placement. The doctor reached out to he rep and had to use a bigger size implant since the osteotomy was now to big.